Manufacturer narrative:
Retained testing performed at mts using known donor samples was satisfactory. The customer's complaint was not verified. The customer verified that repeat testing using a new pt suspension resolved the issue and the mts diluent and gel cards had normal appearance. Gel cards performed as expected at the ocd site and no discrepancies or false positive reactivity were observed in any of the gel cards. Batch record review was within release specifications. (B) (4).

Event description:
The customer observed at least 10 instances in which false positive reactions were obtained in anti-b, anti-d or the control microtubes of the mts a/b/d monoclonal and reverse grouping card lot# 051408037-07. The customer repeated testing using a new patient cell suspension and obtained negative results in the microtubes. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood. This customer issue is also being reported under medwatch MFR#s 1056600-200-00295 to 1056600-2008-00304, to document additional false positive results indicated by the customer in the complaint from the same lot of gel cards.